Manufacturer narrative:
Per (B)(4) initial report. Additional information, including device details, post-op x-rays, return of the device and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
The head of a trinity cancellous bone screw sheared off during surgery. The broken part of the screw was retrieved from the bone and an alternative screw was used in its place.

Event description:
The head of a trinity cancellous bone screw sheared off during surgery. The broken part of the screw was retrieved from the bone and an alternative screw was used in its place.

Manufacturer narrative:
Per -(B)(4) final report additional information, including device details, post-op x-rays, return of the device and an update on the patient was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of this investigation was limited. The appropriate device details have not been provdied and thus the relevant device manufacturing records could not be identified or reviewed. Based on the available information, no further investigation can be conducted and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.